Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that an cre balloon dilator was used during an esophageal dilatation on (B)(6), 2010 involving a (B)(6) male patient (patient weight and ID are unknown). According to the complaint, when the cre was opened the installed guidewire was seen coming out of the side of the device instead of straight out from the balloon. The procedure was completed with another of the same device with no serious injuries to the patient. The patient's condition as been described as "stable." Updated information: the balloon was able to be inflated and there was no damage noted to the device. Also, the guide wire was advanced out side of the catheter as opposed to being found in that position.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. The device history record for the device revealed no issues which could relate to this complaint. A review of similar complaints was completed and there are no other complaints associated with this lot. (B)(4) : device not returned.

Event description:
It was reported to boston scientific corporation on (B)(6) 2010 that an cre balloon dilator was used during an esophageal dilatation on (B)(6) 2010 involving a (B)(6) male patient (patient weight and ID are unknown). According to the complaint, when the cre was opened the installed guidewire was seen coming out of the side of the device instead of straight out from the balloon. The procedure was completed with another of the same device with no serious injuries to the patient. The patient's condition as been described as "stable."

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4): device not returned.

Manufacturer narrative:
A visual examination of the returned device revealed that the balloon was in a relaxed profile indicating prior inflation. The single lumen was contorted and as a result the guidewire could not be advanced through the lumen, into the balloon. The guidewire (which is packaged with this device) could not be removed without resistance and was slightly unraveled. The balloon could be inflated to it's specified pressures. Analysis of the complaint device could not confirm the event description: the guide wire was observed to be inside the single lumen and did not "come out of the side of the balloon." The most likely root cause of the damage observed during analysis is that excessive force was used during the procedure. (B)(4).

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that an cre balloon dilator was used during an esophageal dilatation on (B)(6), 2010 involving a (B)(6) old male patient (patient weight and ID are unknown). According to the complaint, when the cre was opened the installed guidewire was seen coming out of the side of the device instead of straight out from the balloon. The procedure was completed with another of the same device with no serious injuries to the patient. The patient's condition as been described as "stable." The balloon was able to be inflated and there was no damage noted to the device. Also, the guide wire was advanced out side of the catheter as opposed to being found in that position.